Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl is unknown but, based on the physician¿s assessment, was most likely caused by a sapien 3 valve that was too small for the patient¿s annlus. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a patient underwent implant of a 20mm sapien 3 valve in the aortic position by transfemoral approach. At the time of the sapien 3 valve implant there was some concern about mild-moderate pvl, but ultimately it was decided that it was acceptable and left alone. The patient was discharged and monitored at home afterwards. Over the following months the patient exhibited symptoms of worsening heart failure and echo showed pvl was ¿moderate +¿, so the patient was brought in for surgical valve replacement instead of balloon dilatation or viv. The sapien 3 valve was explanted for a c-e perimount magna ease aortic. The patient is doing well now. As per medical opinion the cause of the pvl was an undersized s3 valve for the annulus. The CT suggested a 20mm was appropriate but under filled 23mm would have been better.